Event description:
An esophageal stent was placed successfully through an esophageal tumor. After deployment of the stent, the physician attempted to remove in introduction system when the distal dilator tip became lodged in a cage of the stent. The physician then pulled on the introduction system to remove and caused the stent to pull proximally out of position. The stent was then removed the next day by rigid esophagoscopy. The patient has been reported to be in stable condition.